Event description:
Information was received that during use of this smiths medical cadd legacy pumps, the pump displayed error code 1310. Reported that the pump gave error 1310 and the patient hooked up to working backup pump and no missed doses. No harm to patient and no reported adverse effects.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with rear housing and battery damage. The customer's reported problem regarding the pump showing an error was able to be duplicated. Power up of the pump displayed lec 1260. Simulated use was unable to download event log or read out the pump error log and unable to run the pump. The pump was opened, and the battery tab connector broke off of the battery. The error displayed is a storage- eprom-data-crc (corrupted data). Cause of the 1310 error is most likely due to leaving the pump batteries in the pump until depleted causing pump error. The rtc battery clock battery will be replaced to resolve the issue.